Event description:
The customer reported that the mainframe batteries were bad. Further information received from the fse found that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system batteries were evaluated and ordered for replacement by the customer. The system was tested and found to be working as intended and returned to service.